Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4)

Event description:
It was reported that an alert was triggered due to high impedance on the defibrillation coil of the right ventricular (rv) lead. There was also a high threshold noted. The lead remains in use. No patient complications have been reported as a result of this event.